Event description:
It was reported that loss of capture was observed on the atrial device. As a result the patient experienced fatigue. The device was reprogrammed to resolve the event and the patient was in stable condition.